Event description:
Literature: reese r, herzog j, falk d, et al. Successful deep brain stimulation in a case of posttraumatic tremor and hemiparkinsonism. Mov disord. 2011. Doi: 10.1002/mds.23686 summary: the authors describe the clinical course of a (B)(6) male patient with post-traumatic tremor presenting as tremor-dominant hemiparkinsonism. This resulted from an isolated lesion of the nigrostriatal pathway several weeks after severe head trauma. The patient was implanted with a deep brain stimulator (dbs) targeting the ventrointermediate (vim) thalamic nucleus and the subthalamic nucleus (stn). Postoperatively, resting tremor as well as akinetic-rigid symptoms showed an immediate response. Reportable event: the authors reported that 5 years after initial implantation, the stimulation system became infected and was explanted. Parkinsonian symptoms rapidly worsened to the preoperative state. Six months later, the stimulation system was reimplanted, and the patient achieved the former symptom relief.